Manufacturer narrative:
Additional information: on december 4, 2020, mentor became aware of the initial reporter. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with 480cc mentor memorygel breast implants and experienced bilateral device migration post-operatively. As a result, the patient underwent bilateral device repositioning on (B)(6) 2019. This report is for the patient's left-sided device.